Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported infection could not be determined through this evaluation. The patient remains ongoing on lvas support and no further issues have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device-2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted from (B)(6) 2017 to (B)(6) 2017 due to a driveline infection. The swab culture from the driveline exit site was positive for (B)(6). The patient was on doxycycline and vancomycin for antibiotic therapy and remains on keflex as an outpatient for suppression. The vad team continued to monitor; the symptoms have resolved. The patient will remain on antibiotic therapy until a donor heart becomes available for a transplant. No further information provided.